Manufacturer narrative:
Additional, corrected, and/or changed data: h6, h10.

Event description:
Healthcare professional (hcp) reported injecting a patient in the ck1 and t1 with 1ml of juvéderm® voluma¿ with lidocaine and in the tear trough, cheekbones, marionette lines, and cheeks with 1ml of juvéderm® volift¿ with lidocaine. Patient later experienced "swollen edema with skin burning sensation, swollen eyelids" post-injection. Hcp later reported the patient had a blood test done which noted: crp (c-reactive protein) is normal, procalcitonin is normal. Non-device related genital herpes is present. Patient was treated with escitalopram, solupred 20 50mg/day, endotelon, and zelitrex. Symptoms are ongoing. This relates to juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the ck1 and t1 with 1ml of juvéderm® voluma¿ with lidocaine and in the tear trough, cheekbones, marionette lines, and cheeks with 1ml of juvéderm® volift¿ with lidocaine. Patient later experienced "swollen edema with skin burning sensation, swollen eyelids" post-injection. Hcp later reported the patient had a blood test done which noted: crp (c-reactive protein) is normal, procalcitonin is normal. Non-device related genital herpes is present. Patient was treated with escitalopram, solupred 20 50mg/day, endotelon, and zelitrex. Symptoms are ongoing. This relates to juvéderm® volift¿ with lidocaine.